Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 2000010040, model/catalog description: linear 3-4 lead 70 cm; model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 17065784, model/catalog description: linear 3-6 lead 70 cm. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a risk of infection due to irritation on one of the leads. The patient underwent a lead explant procedure.